Manufacturer narrative:
Additional information was added to h6. H10: the device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified access sets leaking from an unspecified location. The leak was identified during use of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.